Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation abrasion at 46.7 cm to 46.8 cm from the connector pin which exposed the outer coil the abrasions were consistent with constant friction with another implantable device.(B)(4).